Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 luer was cracked / damaged / deformed. The following information was provided by the initial reporter: material #302995. Lot #5202213. Verbatim: rcc received a complaint via email. Email(s) attached. A xxx to report a luer-lock tip broke off 10 ml syringe lot number 5202213 when contact attempted to connect lines. 302995.

Manufacturer narrative:
Pr (B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.